Event description:
The customer reported that the alarm was continuously alarming. No pt injury was reported. Inspection shows that the alarm is intermittently alarming.

Manufacturer narrative:
Alarm, continuous - eval of the returned product shows that the alarm was intermittent.